Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that while the pt was in the bathroom at home, the power module pt cable "coiled up on itself". The pt then gave a slight pull on the cable, and the cable became disconnected. The pt's wife reconnected it, and eventually the pt went on battery power because, the cable would not stay securely in the power module. Per additional info received on 8/5/10, the pt lost consciousness when the power module pt cable became disconnected from the power module, as his aortic valve was sewn shut. Injuries sustained by the pt include fracture of his l1 and a left rib. The vad coordinator speculates that the pt tripped over the cable pulling it out of the power module. The pt remains ongoing on the lvad with no further issues.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.